Manufacturer narrative:
Zimmer biomet complaint (b(4). Foreign source: colombia. Provided photos of screw appears to have fractured at the base of the head of the screw near the thread area. No other determination can be made by the supplied photos. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during the placement of a screw for fixation of a trauma one plate, the ankle head fractured leaving the body inside the patient's bone and generating rearrangement of the plate for fixation in another area.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw head showed signs of attempted use including marking on the screw head. The screw shaft has fractured where the shaft meets the screw head. The complaint is confirmed. Measurements are unable to be completed due to screw head being used. A determination cannot be made as to what caused the screw to fracture. Additional information provided does not change the root cause of the previous investigation.

Event description:
No further event information is available at the time of this report.